Event description:
Reported due to a failure to seal requiring intervention. The physician attempted to use the graftmaster to seal a free perforation reportedly caused by a taxus stent. The stent was implanted but the perforation was not sealed because "the tear was too long". The patient was sent to surgery for a coronary artery bypass graft (CABG) and is reported to be "doing okay".